Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a meter error (bg>15 min old). This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during investigation, the meter powered up normally and paired successfully with the test pump. The meter record showed evidence of boluses being performed after the 15minute blood glucose check limit. A bolus was performed immediately after measuring the blood glucose levels. No inappropriate messages were received. A bolus was performed 30 minutes after measuring the blood glucose levels and the meter gave an appropriate warning. The complaint was unable to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.